Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Factors that contribute to a failure to maintain hemostasis include, but not limited to poor or partial tissue capture, friable tissue, tissue capture by the knot that prevents apposition to the vessel wall, and/or an unknown vessel damage. The patient effect of hemorrhage is listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. The treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using a prostyle device after an interventional electrophysiology case (junctional incision) with an 8.5f sheath. Reportedly, hemostasis was achieved with the prostyle device, but bleeding occurred two hours later, followed by manual compression, and then another bleeding episode two hours after that when the patient sat in bed eating lunch. The patient experienced hemorrhagic shock and went into cardiopulmonary arrest but survived. However, the patient¿s consciousness has not yet recovered. The bleeding was resolved with manual compression. The hemorrhagic shock was resolved/treated with massive transfusion of 10 units or more, albumin products, and fresh frozen plasma (ffp). The cardiopulmonary arrest was resolved/treated with chest compressions, resuscitation, and administration of adrenaline. The physician confirmed the prostyle device had no abnormalities (the prostyle device worked as intended). There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.